Event description:
Device evaluation: the meter, usb cable, and ac adapter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the usb cable, and ac adapter have passed testing with no faults found. The reported issue could not be reproduced. However, the meter was found to have a shorted/open capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter, usb cable, ac adapter: (B)(6) 2013.